Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's hip arthroplasty is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Part and lot number are required to review device history records and neither were provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Review of generic complaint history found no additional related complaints reported for the implant which would constitute a trend. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.